Event description:
It was reported that the e360 ventilator was inoperative. Patient involvement information was not provided by the customer. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider reseated all the parameters and the issue was resolved. The ventilator worked normally.